Event description:
It was reported that during a cystectomy procedure, each gun jammed and would not preload a clip of dispense a clip. Handles went hard like safety lock out. On each occasion a new gun was opened and same jamming of gun occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The mcm30 instrument (a) was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. The analysis results for the mcm30 instrument (b) confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips as the anti-backup was noted to be non-functional. Upon disassembly of the instrument the anti-back up lever was found disengaged, therefore not allowing the proper feeding of the clips into the jaws. The analysis results for the mcm30 instrument (c) confirmed that it was returned non-functional. The instrument was noted to have an early lockout and therefore it could not be cycled and would not fed the clips. The instrument was disassembled and the extension spring was found to be disengaged from the camtube driver, therefore causing the early lockout. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.